Manufacturer narrative:
Please note the infection case was reported and handled in 2017865-2025-18379, 2017865-2025-18380, 2017865-2025-18381, and 2017865-2025-18382.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. Further information received indicated the device in question was explanted due to infection in an unrelated event. The ble issue pertaining to this device was never resolved. There were no patient consequences reported with respect to this event.